Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown part/helical blade/unknown lot number. Implant date approximately 13 months prior to explant. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon couldn't engage the helical blade through the nail. He used another tfn to stabilized the femur. The procedure was successful without delay. It was reported that the patient experienced decreased range of motion.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2014 to remove a broken trochanteric fixation nail (tfn) that was implanted 13 months ago. The original surgery was for a femur fracture. The nail was broken at the helical blade insertion. It was reported that the patient has delayed healing, non-union, and experienced pain, irritation and discomfort. This report is 1 of 2 for (B)(4). This report is for an unknown helical blade.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.